Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 5044279 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 5224708 180-65-40 - alteon 6.5mm screw, 40mm 5135824 186-01-52 - integrip cc, cluster 52mm, g2 5040230 190-20-06 - alt ha s noclr std sz 6 5083877 101-05-30 - 3.2mm drill bit30mm 1pk.

Event description:
As reported, the 71 year old female patient had an initial left tha on (B)(6) 2018. The patient returned to the surgeon's office with a recalled hip liner and was revised on (B)(6) 2024 and underwent an acetabular poly liner swap and femoral head swap due to obvious early poly wear on x-ray, pain and dissatisfaction with their hip. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed on the provided radiographs and the photo of the explanted devices do not appear to exhibit significant wear.